Event description:
Healthcare professional reported left side rupture and "texture film outside the outer skin." The device has been explanted.

Manufacturer narrative:
(B)(4). Imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight, brown particles and biological tissue in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and creases flat. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture and "texture film outside the outer skin". The device has been explanted.